Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: no x-rays or medical history or operative reports are available for review. The liner has what appear to be scratches on the articulating surface. There is a crack near the rim. There is damage on both sides of the rim. On the backside, there are slight impressions from screw holes on the shell and some yellow discoloration. Differences in pt chemistry, especially various lipids, may cause slight discoloration in some cases. From the info available at this point in time no cause of pain can be determined. Eval: measurements on the liner and shell were according to specs. The mfg records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to spec. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain and possible poly wear. Original implant surgery was in 2005.